Event description:
Info received indicates the left lower siderail pivot weld is broken and preventing the rail from latching.

Manufacturer narrative:
A new siderail was sent to the account to repair the bed.